Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that her insulin pump delivered too much insulin, more than what she had programmed. Customer also stated that she had to change her reservoir every two and a half days because of the insulin pump problem. Nothing further was reported.